Manufacturer narrative:
H.6. Investigation: three physical samples were received for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. It was determined that the particles were composed of lubricant from the syringe barrel. The lubricant is included in the plastic formation and is inherent to the design and function of the two piece syringe. DHR could not be performed due to unknown lot#.

Event description:
It was reported that foreign matter was found at an unspecified time with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "complaint about our product discardit syringes 20 ml #300296 due to the fact that white splinters/ fibers appear when the plunger is pulled."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found at an unspecified time with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "complaint about our product discardit syringes 20 ml #300296 due to the fact that white splinters/ fibers appear when the plunger is pulled."